Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on 12/01/2015 to report that the receiver displayed a firmware error on 12/01/2015. The patient did not report injury or medical intervention. No additional patient or event information is available.